Event description:
As reported by the user facility: event 2 customer reported during a live call that the easy pump ii lt 270-54-s-us has been finishing early during patient at home infusions. Patients have been reporting to follow up appointments earlier than expected. The customer stated that it is difficult to tell how much medication is left in the device (typically) but there has been an uptick in the infusions finishing early. Two patient events were reported to the customer via email as well two other notifications of early infusions. The uptick has occurred over the last couple of weeks. So far, no additional medical intervention has been required. The devices have been discarded.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reviewed the device history record (DHR) for batch 24g09ge561, there was no defect encountered during in process and final control inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.